Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms, pain. Need for revision surgery was apparently due to aseptic loosening, possibly related to surgeon error in selecting an undersized femoral stem.

Manufacturer narrative:
Pt experienced aseptic loosening of right femoral stem component, requiring a total hip revision approx 5 mos after the primary surgery. Pt's clinical history indicates he was on prednisone, with marked rheumatoid arthritis, providing a predisposition for the current event. Examination during the revision procedure exhibited no signs of bone ingrowth on the stem, which also suggested a possible undersizing of the original stem selection by surgeon. The femoral stem was revised to a larger size, resulting in a good pt outcome. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.